Event description:
It was reported that prior to docking for a da vinci-assisted high anterior resection left colectomy procedure, the patient experienced bleeding after the insertion of the initial port and required an emergency transfer to another hospital. Visi-port entry into the abdomen was performed using the robotic endoscope that was inserted into a third-party trocar. Bleeding was observed and the procedure was converted to open to repair the aorta. To resolve the bleeding and repair the injury, the procedure was aborted, and the patient required an emergency transfer to another hospital. The estimated blood loss was reported as significant, and the patient required an unspecified number of blood product transfusions. It is unknown if the patient experienced any post-operative complications but has since been discharged from the intensive care unit and is stable. There is concern of long-term complications due to the ischemic injury causing potential damage to peripheral limbs and organs. According to the surgeon, there was no malfunction of the da vinci system, instruments, or accessories that would have contributed to the reported event.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined; and the customer stated there was no malfunction of the da vinci system, instruments, or accessories that would have contributed to the reported event. Instrument and system log reviews could not be performed as the system was never docked.